Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit had an error with the flow rate. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Factory service: process per factory service procedures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10-may-2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the unit had an error with the flow rate. No additional information is available.